Manufacturer narrative:
Internal report reference number: (B)(4). Stirps were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. No defect found. Most likely underlined root cause: mlc-062 user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to confirm if customer had any medical attention since the last call - able to establish contact with customer who stated his wife had taken him to the ER after the initial call on (B)(6) 2021. Customer's blood glucose test result at the ER was 525mg/dl (unknown if fasting or non-fasting). Customer was diagnosed with hyperglycemia; customer stated the ER physician had informed him his other illnesses (covid and cancer medication) are causing his high blood glucose. Customer was treated with IV therapy, insulin and metformin. Customer was discharged the same day. No additional blood tests were reported being performed using the true metrix meter.

Event description:
Consumer initially reported complaint for error messages (e-3 and e-2). Wife is calling on behalf of the customer. During the call, back to back blood tests were performed by the customer fasting and produced test results of hi and hi using true metrix meter. The customer did not know his expected blood glucose test result range. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history. The customer feels well and did not report any symptoms. Due to the hi, wife stated she was going to seek medical attention for the customer and take him to the ER.